Manufacturer narrative:
Device evaluated by manufacture: visual and tactile examination revealed no damage was noted to the shaft of the device. The balloon was folded and wrapped around the shaft of the device. Traces of dried blood were visible inside the balloon. The device was attached to an encore inflation unit, and an attempt was made to inflate the balloon to its rated burst pressure when a leak was noted. A partial circumferential tear had occured in the balloon material 3mm proximal to the proximal edge of the distal markerband. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This was to be originally reported on the 1st quarter 2010 alternative summary report, however, device analysis completed on 18 february 2010 revealed a circumferential tear. It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion was moderately tortuous. On the first inflation, the (B)(4) balloon was inflated to eight atmospheres. On the second inflation, the balloon was inflated to twelve atmospheres and ruptured. The procedure was completed with another of the same device. The patient status is listed as good.